Event description:
In 2000 - bil augmentation with mentor saline implants. In 2007, pt presented with deflated left breast implant and mild to moderate rippling on right side. On two days later, pt underwent bil capsulectomy and implant removal. Pt augmented with mentor gel implants. Implants were removed intact, left deflated - right intact.